Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection and device migration. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Additional information received from the field representative indicates that device and lead will be sent back via a return box so there is no tracking number. No additional adverse patient effects were reported. The device will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection and device migration. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Additional information received from the field representative indicated that device and lead will be sent back via a return box so there is no tracking number. No additional adverse patient effects were reported. The device will be returned for analysis. Additional information was obtained which indicated that the patient had titanium allergy. The system was explanted, and no new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection and device migration. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Additional information received from the field representative indicated that device and lead will be sent back via a return box so there is no tracking number. No additional adverse patient effects were reported. The device will be returned for analysis. Additional information was obtained which indicated that the patient had titanium allergy. The system were explanted and no new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.